Event description:
Two temperature probes had their blue labels mixed. For example, on the probe end it was labeled es and the connector end was labeled apex, on the other probe it was the opposite. Both probes were used in the case.complaint 1 of 2.

Manufacturer narrative:
Product received and evaluation in progress. Follow-up report will be filed when evaluation is complete. Product received, evaluation in progress.

Manufacturer narrative:
Product received and evaluated. Issue was confirmed. (B)(4) initiated to further investigate the issue.